Event description:
In 2006 the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the pt, as he could not be reached via phone. The pt ate food and/or drank beverage prior to receiving medical attention. He obtained results of 160 and 177 mg/dl on the reported meter compared to a result of 33 mg/dl on a nurse's meter; the tests were performed within 10 minutes of each other. The pt was unable/unwilling to answer whether he experienced symptoms of low or high blood glucose level at the time of concern. However, the pt received IV treatment from a medical professional. No info was provided regarding the pt's blood glucose testing and diabetes treatment regimen. No meter readings or pt actions taken prior to the time of concern were provided. The customer service agent (csa) discovered that the test strips were expired or had been stored incorrectly, which can cause inaccurate results. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the pt obtained erroneously high readings compared to the health care professional's meter, on which a hypoglycemic reading was obtained. Further, the pt received IV treatment. Though the specific info was not provided, the pt may have taken treatment based on erroneous readings due to use of expired test strips, and as a result, experienced hypoglycemia.